Manufacturer narrative:
Additional narrative: a review of the device history record has been requested. A manufacturing record evaluation was performed for the finished device and results obtained as follows : part number : (B)(4). Serial number : (B)(4). The device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service. It was found that the connector was damaged and the speaker assembly was defective. The tamper-proof seal was found to be missing and there was and rfid issue of a broken antenna. The device was also found to be leaky. The software of the device was modified and the damaged connector , speaker assembly and the irreparable valve were replaced to correct the identified failures. The device was cleaned, repaired and tested for functionality. The missing tamper-proof seal is an indication that someone not authorized has opened the device. However, given the information provided we cannot discern a definitive root cause for the other failures identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. The investigation employed relevant empirical testing of the actual device suspected in the reported adverse event in order to establish their functional and other properties and to identify possible causes for the adverse event. Relevant testing would ty device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via service request that during maintenance at the service center a failure was identified in the fms vue pump - shaver box. There was no patient involvement, and no surgical delay. Preventive maintenance necessary and the complaint was escalated from wo. This report is 1 of 1 for (B)(4).